Event description:
Revision surgery due to one side of dlt bar sticking out from the back of the pt. During revision dr found loosening of upper dlt, loosening of l34 and l4 locking plugs and metallosis of the rod.